Manufacturer narrative:
(B)(4).

Event description:
It was reported that both atrial and ventricular leads were implanted in the ventricular. During check after one month, it was noted that the patient, who has heart block, had a conduction time 50ms between the a and v and the histograms showed atrial paced near 100% of time with v paced 0% of time. There was no plan of lead revision due to patient¿s overall health (device unrelated). The patient was pacemaker dependent. The device will be reprogrammed during the next device check.